Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay melted and the outer insulation had a cosmetic depression.

Event description:
It was reported that the pace/sense portion of the right ventricular lead fractured. The lead had also migrated from a medial to a lateral position, which led to over-manipulation of the lead in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.